Event description:
It was reported that a plate that was placed for reconstruction of a right mandibular tumor broke. There was revision surgery to replace the plate.

Manufacturer narrative:
The investigation results show that the postoperative plate fracture occurred through a bar, so the reported event could be confirmed. The measurable dimensions and chemical composition of the returned plate are in accordance with the specifications. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. Strong plastic deformation with material bulging indicate high forces acted on the plate during application / removal. Further some marks/scratches are visible from instruments used in application. The fracture surfaces were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) show the appearance of a low cycle fatigue rupture. The fractographic investigation with sem shows a structure of a low cycle fatigue rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. All further information provided did not indicate any deviation from the user¿s instruction. Based on the performed investigation, there is no indication for an incorrectly working product or any systematic design, material, or manufacturing related issue.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a plate that was placed for reconstruction of a right mandibular tumor broke. There was revision surgery to replace the plate.